Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with miniarc sling to "treat her pelvic organ prolapse and/or stress urinary incontinence." It was alleged the plaintiff experienced injuries including, but not limited to, "neuromas, mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, emotional distress, has undergone and will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.